Event description:
The customer reported that during a routine check of the iabp, the iabp generated a "power-up test failure code #4 (drive transducer atm calibration offset out of range)" alarm. No patient was involved.

Manufacturer narrative:
The company representative observed the "power-up test failure code #4 (drive transducer atm calibration offset out of range)" alarm in the fault log. The front end board (part #0670-00-0769e) and pi module (shuttle transducer) were replaced on (B)(6) 2013. The unit had similar issue again and the unit was inspected. As per the customer request, the iabp unit was replaced with another cardiosave unit. The cardiosave unit (sn: (B)(4)) was sent to (B)(4) for evaluation. The received cardiosave unit was inspected and found the pneumatic interconnect board was not fully engaged into the pneumatic interface cable. Pneumatic assembly was removed and reinstalled and also installed software as the field rep replaced the front end board. The unit was powered up in clinical mode and subjected for pre burn and post burn tests. It passed all tests. The reported failure was caused by pneumatic interconnect board (part of pneumatic assembly) not fully being seated into pneumatic interface cable. With the available information, the reason for the pneumatic interconnect board not fully being seated into pneumatic interface cable cannot be determined. (B)(4).